Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the device shows some pressure when it should indicate zero pressure. In addition, it was noted, the electromagnetic valve made a strange noise randomly and the inlet valve was corroded. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit did not control the pressures during an unknown therapeutic procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the pressure control function failed due to the random, strange noise from the electromagnetic valve, or the corroded inlet valve. Olympus will continue to monitor field performance for this device.